Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device was dropped because the belt clip broke. Customer's blood glucose was 124 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The drive support disk was inspected and no anomalies noted. The insulin pump had cracked case at the display window corners, broken reservoir tube lip, broken belt clip slot, minor scratches on the reservoir tube window and lcd window.